Event description:
It was reported that (1) device was used during a rectum sigmoidectomy. It was reported by the affiliate that the cdh33 did not staple completely. The anastomosis was incomplete (right m circumference). The procedure was completed with manual wound at the intestinal area (hand sewn anastomosis). There was an extended operating room time. No further consequence to pt.